Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported impact to the customer¿s blood glucose level. Customer support walked caller through pump reset, after which error did not appear again, advised caller to wait 20 minutes before starting new sensor session, and instructed patient to contact support again if error reoccurred.